Manufacturer narrative:
Patient code: (B)(4) - cord entrapment of ilioinguinal nerve. Additional narrative: it was reported that following insertion the patient experienced cord entrapment of ilioinguinal nerve.

Manufacturer narrative:
Date sent to FDA: 06/24/2020. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent right groin exploration with lysis of cord mesh adhesions and neurectomy on (B)(6) 2017 during which the surgeon noted ¿dense adhesions involving the mesh and circumferential involvement of the cord structure. This was all drawn up into a mess of tissue involving mesh and external oblique.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.